Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The complainant reported that during implant procedure for 74-female-patient, after insertion the 14 fr. X 13cm abiomed (peel away) sheath, and removing the dilator, there was bleeding out of the transition from the elongated part to the sheath head. Therefore, the physician switched to a 14 fr. X 25cm abiomed sheath and the procedure continued without issue.

Manufacturer narrative:
The investigation for the access site bleed has been completed. The introducer was returned for investigation. A split was noted along one side of the sheath score line between orange introducer hub. No other damage was observed on the introducer. According to the clinical report, bleeding was observed after the insertion of the 14fr x 13cm introducer sheath and upon removal of the dilator. The doctor replaced it with a 14fr x 25cm peel-away sheath without any complications. The cause of the access site bleeding issue is due to a sheath score line split.